Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the aortic graft using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician was able to advance a pod pc out of introducer sheath; however, the pod pc would not enter into the hub of the lantern. Therefore, the pod pc was removed. The procedure was completed was completed using a new pod pc and the same lantern. There was no adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2021-02160.

Event description:
The patient was undergoing a coil embolization procedure in the aortic graft using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician was able to advance a pod pc out of introducer sheath; however, the pod pc would not enter into the hub of the lantern. Therefore, the pod pc was removed. The procedure was completed was completed using a new coil and the same lantern. There was no adverse effect to the patient.